Event description:
It was reported that the absolute pro was missing the stylet; however, this was not noticed, so when the attempt was made to remove the stylet, the stent was inadvertently unsheathed. The device was not used. There was no patient involvement. There was no significant delay in procedure as a new absolute pro was used successfully in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device noted the self expanding stent system (sess) was returned with the stylet inserted in the guide wire lumen, which is inconsistent with the reported information stating that the stylet was missing. The stent implant was not returned. The distal outer sheath was not retracted. The handle was in a locked position. There was no other damage noted to the sess. The handle was opened and all the mechanisms were intact with no anomalies noted. The absolute pro instruction for use provides the following instructions: holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. Based on the available information reviewed, there is no evidence to suggest a product quality deficiency.